Event description:
Ous MDR - it was reported the patient was inappropriately shocked, possibly due to a lead fracture. Only the ICD was returned for analysis. The lead was capped.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated revealing the battery status bos and 33 recorded charging cycles. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, which led to the delivery of shocks, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the memory content as well as the therapeutic functionality of the ICD were inspected. During analysis the clinical observation could be confirmed, however, a thorough analysis of the ICD proved the device to be fully functional.